Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm. The customer¿s blood glucose level was 257 mg/dl. The customer states when he put a new battery the insulin pump will go through the testing then it will just turn off. Troubleshooting was performed for failed battery alarm and was advised a replacement battery cap will be sent to them. The customer also declined to troubleshoot for high blood glucose. Advised customer to monitor the pump. Advised to revert to back up plan. The insulin pump will not be returned for analysis.